Event description:
The cause of the shocking was not known. The replacement of the ins resolved the shocking. The device status was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 37602 lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient needed help using access review to turn off low battery, patient was getting shocking in the neck and head and down the arms. The patient already went to the doctor and surgeon was supposed to be scheduling surgery, but obviously not fast enough.